Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that a motor position encoder error alarm occurred. Blood glucose value was 170 mg/dl. Customer was out of town and did not have a backup plan. Nothing further reported.